Manufacturer narrative:
(B)(4). Associated MDR# 9680794-2023-00204.

Event description:
Physician reported catheter keeps "breaking" during use. It was reported the physician met resistance and tried to re-thread the catheter over the needle, rather than pulling the entire device out. It was reported the issue occurred with 3-4 catheters, the exact quantity was unknown at the time of this report. No further patient or event details were available at the time of this report.

Manufacturer narrative:
(B)(4). Associated MDR#s 9680794-2023-00239 and 9680794-2023-00204. The actual device was not returned; however, the customer provided one photo for analysis. The complaint of arterial catheter split/torn was able to be confirmed by the photo as it revealed a torn catheter. The image appears to show the needle cannula puncturing through the body of the catheter. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Physician reported catheter keeps "breaking" during use. It was reported the physician met resistance and tried to re-thread the catheter over the needle, rather than pulling the entire device out. It was reported the issue occurred with 3-4 catheters, the exact quantity was unknown at the time of this report. No further patient or event details were available at the time of this report.